Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during investigation, the black box showed evidence of a loss of prime with no evidence of a load malfunction. The original "load malfunction" was unable to be reproduced during investigation. The force sensor calibration was within specification. The pump cover was removed and there was moisture corrosion found on the printed circuit board components of the display and other components. The battery compartment was found to be cracked as well.